Event description:
The user facility reported a female noted as high risk percutaneous cardiac insertion was implanted with an impella cp device for mechanical circulatory support. While on support, the patient experienced a slight oozing at the access site, due to advancing the repositioning sheath. Eventually, a retroperitoneal bleed was discovered, and blood products were given for care. The family withdrew care and made the decision for comfort care only. The device was turned off and the patient expired. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).the patient's peri-procedural condition was critical.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.